Event description:
It was reported that 3 days after implant, the lead had high thresholds and a change in sensing. It was discovered that the lead apparently became dislodged during an epicardial lead implant. A lead revision was attempted, but the helix would not retract and the stylet would not advance. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix mechanism and sleevehead.